Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The catheter had been bent just distal to electrode ring 3, and the shaft material had been fractured at this location. Additionally, optical fiber 1 and the deformable body thermocouple (tc2) wires were fractured in the same location, consistent with the reported loss of contact force. The shaft fracture, optical fiber fracture, and tc2 wire fracture are consistent with damage during the removal of the catheter from the packaging.

Event description:
This report is to advise of an event noted during analysis revealing fractured wires of the catheter.